Event description:
The facility reported an infusion pump with a failure code 12:303 which had occurred during biomed testing. The facility's representative stated that no patient incidents were reported on this pump since the last baxter service event. Information was requested regarding patient demographics, medication involved, or device programming, but none was provided.